Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "customer is reporting a product complaint from a revision case" .

Event description:
The following was reported: "customer is reporting a product complaint from a revision case" . Update: patient was experiencing thigh pain. Patient was revised and the accolade stem was removed.

Manufacturer narrative:
Reported event: an event regarding patient factors involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that there is some white material adhered to the ha coated portion of the stem, consistent with osseointegration. The device appears undamaged. There is nothing further to note. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was not confirmed. It was reported that the patient required surgery to alleviate thigh pain caused by cortical expansion distally. Visual inspection of the returned device indicated that there is some white material adhered to the ha coated portion of the stem, consistent with osseointegration. The device appears undamaged. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.